Event description:
Revision surgery - the patient ha a foundation total shoulder arthroplasty implanted in 2001. Due to feeling pain in her shoulder, it was determined that her glenoid component had loosened; therefore, the implants were removed and the patient was converted to a reverse shoulder prosthesis.

Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after 12.4 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report shows this is the third complaint for this product: one for device loosening, one due to trauma, and one for stability/poor joint issues. This is the second complaint for this lot number. The root cause for the device loosening was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There is no indication of a product or process issue affecting implant safety or effectiveness.